Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2, b3: estimated date d4:the UDI is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. The additional device referenced in b5 is being filed under a separate medwatch report. Attachment article titled: "transcatheter aortic valve implantation-related vascular access complications: are balloon-expandable stent grafts a good option?"

Event description:
The purpose of this article was to evaluate the efficacy of balloon expandable stent graft (besg) implantation for vascular access complications (vacs) in patient undergoing transfemoral transcatheter aortic valve implantation (tf-tavi) with a preclosure device. Between january 2010 and december 2020, 1248 patients had a prostar or proglide suture pre-placed prior to a tf-tavi procedure. It was reported that the prostar and proglide devices may have caused or contribute to death, bleeding, and claudication. The bleeding required besg implantation. The article concludes by stating besg implantation appeared to be safe and may be an effective fully percutaneous bailout option for access-site bleeding after tf-tavi. Additional details are listed in the article, titled "transcatheter aortic valve implantation-related vascular access complications: are balloon-expandable stent grafts a good option?"